Event description:
It was reported that a cartridge in the ilet system was observed with bluish-purple fluid on the back side after removal, and the patient reported rising glucose followed by rapid decreases, consistent with a suspected cartridge leak; the patient was advised to remove the cartridge and clean the chamber, then change supplies and resume insulin delivery. Symptoms included hyperglycemia up to 400 mg/dl and hypoglycemia to 49 mg/dl, with lows lasting about 45 minutes and highs about 2.5 hours, without loss of consciousness or dka. Outcomes included self-management using 10 units of subcutaneous insulin for hyperglycemia and consumption of 8 ounces of apple juice for hypoglycemia, without ketone testing or professional medical intervention. Investigation included user interview attempts and troubleshooting and education on proper supply change and chamber cleaning. Investigation of this case revealed a suspected leak at the cartridge level, with contributing factors under assessment and user technique not yet confirmed. It was concluded that the event involved device leakage with resultant excursions in blood glucose that were managed at home.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.